Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) was unable to calibrate the vacuum. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1 (contact person - mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. The getinge field service engineer (fse) that encountered the issue replaced the damaged barb fitting on vacuum regulator. Recalibrated all pressure transducers. Ran and passed all performance and function tests.

Event description:
N/a.